Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the patient experienced severe tricuspid regurgitation, and the lead became dislodged. The physician decided to replace the lead with an active fixation model, which was implanted successfully. No patient complications have been reported as a result of this event.